Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2009, the pt reported experiencing elevated blood glucose for the past 1.5-2 months. Her normal blood glucose level is 160-190 mg/dl. One month ago her basal rates were increased from 3.5 u/h to 3.8 u/h per her physician. She stated that she treats elevated blood glucose by bolusing through the infusion device. Troubleshooting did not reveal any product issues. She stated that she only uses the area below her belly button for infusion sites. She was educated on alternative infusion sites. She was sent an infusion set insertion device and infusion sets with a longer cannula length. Further attempts to f/u with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.